Manufacturer narrative:
Medtronic received the following information from the journal article entitled: parallel stent grafts for the treatment of complex aortic aneurysms: a single center study daniel silverberg, uri rimon, daniel raskin, avner bardayan and moshe halak vascular, 2018, vol. 26(5) 490¿497. Doi: 10.1177/1708538118761736. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent graft systems were implanted in patients as part of a ch-evar treatment for abdominal aortic aneurysms on unknown dates. The following events were reported: serious injury: multi organ failure acute coronary syndrome paralysis/spinal cord ischemia rupture hypovolemic shock rupture of iliac artery re-intervention for type ia endoleak.

Manufacturer narrative:
Fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.